Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient to the hospital with symptoms of dizziness and pre-syncope. When connected to a monitor intermittent loss of ventricular capture with asystole slightly longer than two seconds was observed. An interrogation was performed which also noted oversensing of noise leading to pacing inhibition with asystole greater than two seconds. Boston scientific technical services (ts) was consulted and discussed that the noise presented in a pattern indicative of a lead issue. Ts suggested further evaluation. An x-ray was taken which found the previous surgically abandoned rate sense portion of the high voltage lead was affecting the lead body and insulation of this pace sense right ventricular (rv) lead. A revision procedure was performed where the implantable cardioverter defibrillator (ICD), rv pace sense and high voltage rv lead were explanted. The right atrial (ra) lead was also explanted as the patient was noted to have atrial fibrillation (af). A new single chamber ICD and rv lead were successfully implanted and no additional adverse patient effects were reported.